Event description:
In june 2004 the reporter called lfs on behalf of patient alleging that pt's one touch ultra meter would not power on. The patient had been unable to test for approximately 1 month. During the month they had been visiting the clinic for lab tests. They had maintained their daily oral medication regimen throughout the month. On an unknown date, they had been feeling weak and felt like lying down. They attempted to test; however, the meter would not power on. They were later seen at the physician's office. A blood glucose test was performed; however neither the reporter nor the patient could recall the reading. The reported mentioned that the result was low; however, no treatment was administered. The customer service representative confirmed that the patient was using the correct type of test strips, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. The reporter mentioned that they had replaced the battery and the meter would still not power on. Patient's meter, test strips, and control solution were replaced.